Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 97702 ipg, implanted: (B)(6) 2017; 977a260 lead, implanted: (B)(6) 2017; 977a260 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured. It was also reported that the rv lead exhibited high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.